Event description:
It was reported that the patient used purewick in the hospital and the nurse turned the suction up too high which resulted in stomach ache and felt like it was sucking the patient inside. No medical intervention reported. Per follow up it was noted that the patient started experiencing discomfort from high suction the nurse was informed and the suction level was reduced. The device suctioned as intended once the suction was reduced.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate component (pump and relief valve) selection. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used purewick in the hospital, and the nurse turned the suction up too high which resulted in stomach ache and felt like it was sucking the patient inside. No medical intervention reported.